Manufacturer narrative:
The returned product was evaluated and found to have a non-functioning bg meter board. The pdm would not give bg readings upon strip insertions, however, once replaced with a new bg meter board the issue was resolved. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's guardian reported that patient's personal diabetes manager (pdm) was not functioning correctly. The blood glucose (bg) meter was unable to read the bg strips that were inserted in the device; multiple strips were used and none of them worked. Patient's bg levels were reportedly "high all day" and exceeded 13.9 mmol/l (250 mg/dl).